Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax on the right lung, requiring placement of a chest tube and hospitalization. There were 2 sites planned for biopsy. The first target nodule was 0.9 centimeter (cm) and located in the right upper lobe, anterior segment. The second target nodule was 0.9 cm and located in the left upper lobe, apicoposterior segment. A radial ebus probe was utilized to locate the lesion, and imaging was performed by c-arm fluoroscopy. Instruments used during the procedure included a 21g flexision biopsy needle, a third-party cytology brush, and a third-party compatible forceps. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
A system log review cannot be performed as the procedure date is not confirmed or known. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.